Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "rn calling from the ccl, they had just placed a 50cc iab and were getting frequent helium loss 3 alarms. It was discussed common causes of this alarm and rn said that insertion was easy, there was no visible kinking on fluoroscopy, and that the insertion angle was less than 45 degrees. Sales rep asked for a picture of the alarm strip and there was a visible widening of the deflation artifact and the helium was slow to return to baseline, and we further discussed how this was likely a kink. Sales rep had rn decrease the iab volume incrementally down to 40 but the alarm persisted. The provider mentioned that the retaining tube came out on the catheter but otherwise insertion was easy. I had rn exchange the iabp but the alarm persisted- before we could troubleshoot further she said the pt needed to go to the or and she disconnected". No report of patient harm or injury. The patient status is reported as "unknown". It is unknown if the catheter was removed.